Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose levels were fluctuating (276 - 46 mg/dl). Customer treated low level by eating and elevated level by delivering a correction bolus and replacing infusion site. System check was performed with tandem technical support and the pump performed as intended. Recommendation was made for customer to discuss diabetes management and pump settings with health care provider.